Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. At unknown time the patient had a blood glucose result of 19-20 mmol/l. The patient experienced elevated blood glucose symptoms of a headache and vomiting. The patient attempted to self-treat with bolus'. Despite treating herself with bolus', the patient's blood glucose level was not decreasing. At an unknown time the patient took herself to the hospital. The blood glucose result upon arrival at the hospital was not provided. The patient was treated with a pen injection. The patient has remained on her infusion device while hospitalized, and woke up this morning with a high blood glucose result of 15 mmol/l. Patient does not feel the infusion device is delivering insulin as it should. At the time of the report the patient was still hospitalized, it is unknown when she will be discharged. The infusion device was requested to be returned for product evaluation.